Manufacturer narrative:
Section a4 : unknown/ not provided. Section d6a. If implanted, give date : unknown/ not provided. Section d6b. If explanted, give date: unknown/ not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was explanted due to the patient complaining of blurry vision that did not improve. This lens was replaced with an unknown iol during a secondary surgical procedure. No additional information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 18, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification reveal the complaint lens was received cut in half and coated in an unknown liquid. The lens halves were cleaned, and one haptic was observed to be damaged. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Therefore, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.